Manufacturer narrative:
Product analysis: inadvertent emergency activation could not be reproduced. The emergency activation key was replaced as a preventative. The circuit boards and mechanical parts were inspected, and damaged/worn out parts were replaced. The hard drive was reconfigured, the software reloaded and updated and the device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during a programming session, the programmer reverted to emergency mode, without being prompted to do so. The programmer was returned for service. No patient complications have been reported as a result of this event.